Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k101880.

Event description:
It was reported that patient had discomfort, pain and implant mobility. Inflammation was also reported. Implant was removed. Tooth #3. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k101880.

Event description:
It was reported that patient had discomfort, pain and implant mobility. Inflammation was also reported. Implant was removed. Tooth #3. Symptoms as a result of the event: inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual evaluation of the as returned product identified the implant matched prints when measured using caliper 1831, due (B)(6) 2022. Signs of use, bone tissue attached to the outside area. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 3 (universal) and was used for approximately 1 year 26 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234518). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1234518) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.